Event description:
It was reported that the clip malfunctioned and stuck to the artery, and that the clip was visibly twisted and went on that way. Additional information has been requested. A follow-up report will be sent if additional information is received.

Manufacturer narrative:
Final device investigation showed that the device was returned with no clips and therefore could not be function tested. The safety lock handle mechanism was in place and functioning properly.